Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump case clip did not clip well enough to the customer's clothing causing the pump to fall resulting in a broken cartridge line. A new cartridge was used to address the issue. Blood glucose level was 95 mg/dl.